Manufacturer narrative:
Correction report: product is not approved in the USA and has no same or similar to a product approved by FDA. The report was inadvertently submitted, hence this correction is being filed to indicate that the MDR report should not be filed for this product complaint. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: section e1: (B)(6). Section h6. Adverse event problem. Adding device code: 1069 - break. Removing previously submitted code 2996 - operating system becomes nonfunctional since it was incorrectly submitted in the initial report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4, a5 and a6: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a. If implanted, give date: lens was not implanted. Section d6b. If explanted, give date: lens was not implanted. Section e1: email address: unknown/ not provided. Section e1: telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported there was a faulty lens noted before implantation. When the surgeon tried to load the lens there was no engagement between the plunger and lens. There was no patient involvement. No further information was provided.